Event description:
The pt's attorney reports that the pt underwent a d&c and attempt at thermal ablation. A three minute curettage was done and the physician attempted to use the thermachoice endometrial ablation balloon. The physician was able to get to the negative pressure needed to calibrate the instrument, however, he was not able to bring the pressure up to the appropriate level for the thermal ablation unit to work. The physician then attempted inflating the balloon up to 100cc of normal saline. He was still unable to obtain pressure higher than 120. The physician removed the thermal ablation unit because of the possibility of perforation of the uterus and attempted to discern whether there was uterine perforation. The physician determined that there was not any significant uterine perforation. Pt sustained a uterine perforation and a right broad ligament hematoma for which the pt required a hysterectomy.